Event description:
This lead was became dislodged and was explanted one day post implant after the physician attempted unsuccessfully to reposition it. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.